Event description:
It was reported that the insulin pump alarmed compromised force sensor system while priming. The insulin pump was not squirting out insulin and was stuck in a prime loop. The drive support cap was sticking out slightly. Customer's blood glucose was 8.7 mmol/l. Advised the customer to have the insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).